Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had an accelerated battery depletion. It was noted that the left ventricular (lv) lead had an increase in threshold measurements. The device and lead remain in use. No patient complications have been reported as a result of this event.